Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found inside a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a black particle. The issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed a dark particulate matter (pm) inside the bag. The pm was identified as a fragment of polycarbonate. The reported condition was verified. The cause of the condition could not be determined; however, the possible cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.